Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their symptoms are good during the day but at the they are getting up as often as they were before they got the device. Patient said they wake up and don't have to go that much. Patient said over all they are getting a 50% reduction in symptoms. Reviewed how to use handset and communicator. Patient said they could feel more stim when the communicator was trying to connect to the ins. Agent did not ask about the circumstances that led to the reported issue. Additional information was received from the patient. When asked to clarify the report they felt more stim when the communicator was trying to connect to the ins, they replied they thought the problem was the fact that both were not charged before they started to change the settings. When asked what most likely caused or contributed to the issue, they stated the device settings were too low. When asked what steps were or would be taken to resolve the issue, they responded they charged both when they were finished and had kept them charged since. The issue was reportedly resolved.